Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was removed because, it was ¿faulty¿ or ¿poor performing.¿ it was stated, the patient¿s leads remained in place at the time of report. It was noted, the patient needed an MRI of his neck at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3998, lot# j0527455v, implanted: 2005 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3998, lot# j0527455v, implanted: 2005 (B)(6); product type lead. (B)(4).